Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, low pacing lead impedance was observed on the right ventricular lead. It was noted that the patient's heart was beating harder than usual. Programming changes were made. The patient is stable and will continue to be monitored.